Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013 she experienced a blood glucose (bg) value around 800mg/dl and was hospitalized. The pump reportedly was exposed to welding machines. The patient reportedly was given insulin drip for treatment and put on insulin injections and then was released from the hospital on (B)(6) 2013. It was noted that the patient went back on her pump on the night of (B)(6) 2013 and on the morning of (B)(6) 2013, her bg was reportedly 530mg/dl. Customer support (cs) advised the patient to remain off the pump, to use her back-up plan until she receives the replacement pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient exposed the pump to welding machines. The user guide states like all portable devices, the pump should not be exposed to very strong electromagnetic fields, such as rf welders or magnets used to lift automobiles. Very strong electromagnetic fields can re-magnetize the portion of the motor that regulates insulin delivery and to disconnect from the pump prior to it being exposed to electromagnetic fields.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing concluded this was a patient negligence issue - pump subjected to conditions outside specifications by exposing the pump to welding machines. A load, rewind and prime sequence was performed successfully with no issues. Pump was exercised for 24 hrs. On a 1 unit per hour basal program, no alarms or warnings occurred during this time. Review of the black box and alarm history shows no errors or alarms associated with the complaint. The pump was tested on a 29 hour flow test and was found to be delivering within specification. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification. Removal of the pump cover and a visible inspection showed the internal battery is leaking. The black box shows several occurrences of the time and date resetting to the default setting. The date and time are never corrected so the pump continues to run on the default setting of (B)(6) 2007, 00:00. All dates in the tdd history contain the year 2007. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.